Manufacturer narrative:
(B)(4). Method: two complaint devices were received. Each chamber was connected to a water bag and performance tested to check for leaks. Results: on one of the complaint chambers testing revealed that there was leakage from the connection between the feedset tube and waterbag spike, due to insufficient glue having been applied. No fault was found with the other chamber. A lot check revealed no other complaints of this nature for the lot number provided. Conclusion: all chambers are pressure tested before they leave the production line and any holes or leaks in the feedset would be identified during this process. This product would have failed the final pressure test if in a broken state during testing. Our user instructions which accompany the mr290 state the following: "perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." (B)(4).

Event description:
A hospital in (B)(6) reported via their distributor that there was leakage around the water feedset tube on two mr290 autofeed humidification chambers. No patient consequence was reported.